Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead via electrocardiograms (egms). The rv lead was capped (B)(6) 2026.

Manufacturer narrative:
Further information was requested but was not available.